Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to flattening. There was an insulation issue observed. The analyst noted the proximal conductor is flattened from 43 cm to 45.7 cm. The outer insulation was flattened from 43 cm to 45.7 cm. There is adhesive on the outer insulation from 43 to 45.7 cm from packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the scrub technician noted that a short portion of the lead body was pinched into the packaging seal, and the lead showed deformation. The lead and packaging were set aside, and never came into contact with the physician or patient. No patient complications have been reported as a result of this event.